Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture and sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to a broken trochanteric fixation nail (tfn) and pain. The patient initially was implanted with the tfn system on (B)(6) 2015 to treat a subtrochanteric femoral fracture. The patient experienced pain on an unknown date and x-ray(s) taken on (B)(6) 2016 revealed that the nail had broken in half at the helical blade hole. The tfn system was explanted during the (B)(6) 2016 surgery and the patient was revised with an unknown blade plate system. It was reported that the tfn system was easily removed and no fragments were left in the patient. The revision surgery was successfully completed without surgical delay. The patient's postoperative outcome was satisfactory. This report is 1 of 1 for (B)(4).